Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by tandem technical support with information on how to reset the pump and intended to perform the reset independently to resolve the issue.